Event description:
The customer reported that following a diagnostic catheterization procedure on 8/7/1999, a vasoseal vhd kit size 5 was deployed. On 8/11/1999 the pt underwent a ptca procedure. The physician placed a c-clamp at the deployment site post procedure. On 8/16/1999 the pt was readmitted to the hosp with complaints of right leg pain at the shin level with diminished pulses. An abdominal angiogram was performed leter that day which revealed a filling defect at the common femoral artery sheath site. It appeared to be a clot and the physician infused the pt with urokinase overnight. The following day the defect in the artery was still present and surgery was scheduled.